Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.